Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used to capture surgical delay. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant device reported provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was watching the knee while taking x rays and not the hip, he hit the nail down too far in this view. The surgeon tried to use the extraction bolt but the threads were too stripped to use. The nail was not explanted and was just backed up using another extractor device. There was no issue getting the insertion handle back on. There was a 2 minute surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record device history lot part:357.133, lot:1320454, manufacturing site: hägendorf, release to warehouse date: 07. Feb. 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary complaint summary: 06/19/2019: updated event description: it was reported that on (B)(6) 2019, during a retrograde intramedullary nailing of femur, as the unknown nail was implanted and the aiming arm was took off, the nail was noticed too buried. The surgeon was watching the knee while taking x rays and not the hip, he hit the nail down too far in this view. The surgeon tried to use the extraction bolt but the threads were too stripped to use. The nail was not explanted and was just backed up using another extractor device. There was no issue getting the insertion handle back on. Unknown cables were also used and went to insert a 1.7 cable through the gun but it would not pass. Something happened to the 1.7 cable lock and was jammed and broken. Backup devices were available. There was a 2-minute surgical delay. Procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown aiming arm (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1), unknown cable (part # unknown, lot # unknown, quantity # 1), unknown tensioning instrument (part # unknown, lot # unknown, quantity # 1). Flow: damage visual inspection: the extraction screw for ti femoral and tibial nails (part # 357.133, lot # 4954784, mfg # 07-feb-2005) was received at us cq with the distal threads rolled, flattened and deformed. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test was unable to be performed since the nail was not returned. The complaint was not able to be replicated. However, the threads are rolled, flattened and deformed therefore the complaint is confirmed. Dimensional inspection: a dimensional inspection of the distal threads was not performed due to the significant post manufacturing wear/flattening. Document/specification review: conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause was able to be determined. It is likely that over 14 years of wear from use contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a retrograde intramedullary nailing of femur, as the unknown nail was implanted and the aiming arm was took off, the nail was noticed too buried. The surgeon tried to use the extraction bolt but the threads were too stripped to use. There was no issue getting the insertion handle back on. Unknown cables were also used and went to insert a 1.7 cable through the gun but it would not pass. Something happened to the 1.7 cable lock and was jammed and broken. Backup devices were available. It is unknown if there was surgical delay, procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), unknown aiming arm (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1), unknown cable (part # unknown, lot # unknown, quantity # 1), unknown tensioning instrument (part # unknown, lot # unknown, quantity # 1).  This is report 1 of 3 for (B)(4).